Event description:
A customer contacted beckman coulter inc. (Bci) and reported a burning smell coming from the pneumatic power supply module caused by clenz overflowing into the compressor on coulter hmx hematology analyzer with autoloader. There was no exposure, or contact to eyes or skin, open wounds or mucous membranes to the cleaner.

Manufacturer narrative:
The customer was not wearing personal protective equipment (ppe). Per product labeling, beckman coulter, inc., urges its customers to comply with all national health and safety standards such as the use of barrier protection. There was no need for fire extinguisher or for summoning the fire department. A field service engineer was dispatched and replaced the compressor. The hmx al analyzer is compliant with the following safety ratings - (B)(4). Root cause of the event is unknown.